Event description:
The customer reported the system was unable to take images. This was attributed to a malfunctioned camera. Therefore, it's likely the system failed to display an image. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera and video board were replaced during the service call. The system was tested and found to be working as intended and put back into service.